Event description:
It was reported that the pump failed downstream occlusion (dso) calibration test. There was no patient involvement.

Manufacturer narrative:
B3: february is the reported month of the event, but the exact day not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 2/19/2019. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the customer reported issue of ¿the pump failed downstream occlusion (dso) calibration test¿ was confirmed through visual inspection and functional testing. The cause was a defective dso sensor. Further investigation found the upstream occlusion (uso) seal was buckling/dented. Replaced uso seal and performed dso/uso calibration. The device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.